Event description:
It was reported that a new pt, implanted 10 days ago, acquired an infection one day after the implant. After the infection was over, she was unable to feel stimulation. Reported impedance readings >4000 ohms on all of the bipolar pairs-all pairs with electrodes 0,1, 2. The only good pair was c/3. The company rep stated that impedances at the time of implant were in the normal range.

Manufacturer narrative:
(B) (4).